Event description:
It was reported that the bd micro-fine¿+ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team: "bdj found... 2 np needle broken."

Manufacturer narrative:
H6: investigation summary: seven open 32g x 4mm pen needle samples were returned from lot. No. 1132272 along with fourteen sealed 32g x 4mm pen needle samples from lot. No. 1195588. Seven photos were also returned. Visual examination was carried out on the seven opened samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on two samples. No issues were observed with the remaining one open sample. A functionality test was carried out on the one remaining open sample and no issues were observed. Visual examination and a functionality test as per q-sop-183-dl was also carried out on the fourteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team: "bdj found 2 np needles broken."

Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Initial reporter e-mail: unknown.